Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported that he received an alarm on the insulin pump. During troubleshoot; customer stated the drive support cap protruded. Blood glucose value is 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.